Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The patient was implanted for frequent urination and was doing well at first. The patient then noticed therapy was affecting their bowels, but was not sure if the bowel problem was caused by the device. It caused the patient to have ¿mud¿ like bowels instead of normal formed feces. This began 6 weeks after being implanted. The patient already changed their program once. The frequent urination returned after switching programs. In this other program, the patient seemed to do alright for the first 2 times they went to the bathroom at 2 am and 4 am. After 4 am, the urgency was the same as before implanted. The patient used to get a nice warning to go to the bathroom and now after 4 am, it became an emergency again. The patient was on program 3 at 2.9v and wanted to know how high the voltage could go. The patient would continue increasing. The patient¿s health care provider (hcp) gave them a vesis pill for some type of leakage and the patient didn¿t know that they had to take a pill after being implanted. Additional information received from patient reported that prior to device implant, he was having problems with constipation and he used to take miralax and then he stopped. It was also reported that initially after device implant, the device appeared to help his constipation by softening his bowels but then it gradually changed too much. He can¿t pass ¿formed¿ feces and would sometime have to go as many as 4 or 5 times, also at time his feces came out in 2 or 3 pieces. Patient also reported that one of his hcp had him trying to use miralax and metamucil and that seemed to work for a few days but now it back to where he had to go 2 or 3 times immediately. Patient reported about 4 times now, he had fecal incontinence where he could not make it from the kitchen to the bathroom in time. He was questioning if his bowel problems were caused by the device. He had informed his hcp and they had tried changing programs and ¿this and that¿ but he continued to have concerns. It was also reported that patient experienced stimulation sensation in the head of his penis. Patient mentioned some medical history stating that his penis had been useless for quite a while because he had 42 prostate cancer treatments. It was indicated that patient had difficult time reading due to some vision issue with vision loss. On august 31 2016, patient further reported that he was having trouble with his bowels and urination and all of a sudden it was worse and worse. He was turning down the patient programmer (pp) and wondering if it might be his kidneys. Patient stated his device was not working very well and he did not understand the therapy.

Event description:
Additional information received from the patient indicated that they experienced a return of symptoms on (B)(6) 2016. The patient used to get up at 2am and 4am, but now would get up at 4 again. They stated that the stimulation no longer helped quiet the urge to go. They continually get up after 4am, and sometimes went as many as 20 times per night. They were able to verify that the stimulation was currently on program 2 at 2.4v with the lightning bolt on the upper left corner. They did not feel stimulation. It was noted that they had turned the stimulation up to 2.8 and 2.6, but that caused a burning sensation in their penis and right side of the right testicle on (B)(6) 2016. Stimulation was turned down to 2.4, and the pain and sore spot on the penis went away. It was noted that the patient had constipation, but now had issues where the bowels became looser during the day since (B)(6) 2016. It was further indicated that the patient had an increase in peeing on (B)(6) 2016 and a bowel accident on (B)(6) 2016. It was later reported that the hcp did not want the patient to try switch programs until they were seen. During the report, the patient wanted to increase stimulation. They increased to 3.0v, which was comfortable sitting , standing, and walking. An appointment with the hcp was scheduled for (B)(6) 2016 at 8:15am.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.